Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was unable to maintain set peep (positive end expiratory pressure). It was also observed that the device was delivering low vte (exhaled tidal volume) levels. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it being unable to maintain set peep (positive end expiratory pressure) and delivering low vte (exhaled tidal volume) levels were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.